Event description:
On (B)(6) 2011, the pt underwent the surgery with the g3 nail. When the surgeon confirmed the x-ray because 10 days after the pt fell, the gap occurred in the fracture part. The surgeon removed the implants and the pt underwent the revision surgery. The surgeon doubts whether set screw was functioning normally. The surgeon requested the investigation of the implants.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Other devices associated with this device are: 3125-0170s, k108355, trochanteric nail kit, ti 10x170mm x 125; 1896-5040s, k390715, locking screw, fully threaded 5x40 mm.